Manufacturer narrative:
The reported complaint of the autopulse platform (serial#: (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Visual inspection was performed and unrelated to the reported complaint, found cracked front and bottom enclosure, likely due to normal wear and tear or due to mishandling. The damaged parts were replaced to address the issue. During initial functional testing, the autopulse platform displayed user advisory (ua) 45 error message upon powering on, thus confirming the reported complaint. During the archive data review, multiple user advisory (ua) 45 error messages were observed on the reported event date, thus confirming the customer complaint. Also occurred on (B)(6) 2020, ua12 (lifeband not detected), unrelated to the reported complaint. Ua12 occurred due to a faulty belt clip retainer found during service of the platform. This type of faulty belt clip retainer was likely due to normal wear and tear or due to mishandling. The autopulse platform was manufactured in october 2007, and is 13 years old, well past beyond the expected service life of 5 years. Replaced belt clip retainer to remedy the fault. After parts replacements, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing. Historical complaints were reviewed for service information related to the reported complaint and there were 3 similar complaints reported for autopulse with serial number (B)(4). Ccr 19795, reported on may 27, 2015, the driveshaft was rotated back to the home position to clear the error. Ccr 18940, reported on feb 10, 2015, the driveshaft was rotated back to the home position to clear the error. Ccr9864, reported on jun 25, 2012, the driveshaft was rotated back to the home position to clear the error.

Event description:
During shift check, customer reported that the autopulse platform (serial#: (B)(4)) displayed user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message upon powering on. No patient involvement.